Event description:
It was reported that a homechoice device experienced a system error 2367 (resume error, critical error found) alarm. The alarm occurred at the end of peritoneal dialysis therapy. Nothing unusual was found during troubleshooting that could have caused or contributed to the alarm. The technical services representative explained the alarm and assisted in ending therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.